Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified iliac artery. A 12.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, upon first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another device. There were no patient complications reported and the patient's status was stable.